Event description:
It was reported that a pump displayed door latch errors. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the reported symptom of "door latch error." The unit was received inoperable due to a constant "door not fully latched" alarm caused by loose link screws, which is likely what the reported symptom refers to. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The lower link screws were replaced.